Event description:
In 2004, a 23mm cardioseal was implanted in pt. Pt was referred for the procedure by their physician. Pt returned to referring physician in 08/04 post implantation of the cardioseal, complaining of numbness in hands, tingling in arms and blurred vision. Tee taken of the cardioseal showed thrombus on both the right and left atrial umbrellas. Cardioseal was removed surgically the next day. Pt was discharged from the hosp or about 9/04 and reported to be doing fine. The pt did have a positive factor v leiden and was prescribed plavix and aspirin, unaware of pt compliance to meds. The explanted device will be returned for analysis. The cardioseal in question was returned to nmt for analysis, investigation is ongoing.